Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube, a cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose reached 450 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous, thirsty, irritable, and cramping from their high blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. It was also found the customer had a crack by their reservoir compartment. Customer was unsure how the damage had occurred. Customer also stated their blood glucose declined to 234 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.